Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue was caused by internal electronic board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device

Event description:
It was observed that during maintenance, e433 error occurred at startup. There was no patient involvement.